Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. The iesu was analyzed and found the issue was confirmed using system logs, with errors c-34 and m-35 recorded. Visual inspection found an issue related to the complaint, and testing showed error c-34 on startup. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. .

Event description:
It was reported that during a da vinci-assisted urology ureteral reimplantation surgical procedure, the customer reported to intuitive surgical, inc. (Isi) technical service engineer (tse) that the erbe generator had error c-00. The tse guided the customer to power cycle the erbe; however, the issue persisted. The tse advised the customer to use a backup generator to continue the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with a third-party generator.